Manufacturer narrative:
One (1) photo was shared by customer, where there is observed a crack on the dust cap from the item #011-c3300-ns. No additional damage or anomalies are observed. Two (2) used samples #01c-c3300 were returned for evaluation. As received on sample #2 a cracked on microclave body was observed, no additional damage was anomalies were observed on sample #1. Sample #1 didn¿t present a leaks and sample #2 wasn¿t even possible to be tested due to crack. A device history review was completed and found cracked body during routine inspections on subassembly, a property of a component or device whose non-conformance would reasonable be expected to cause a performance failure in the end product. Mechanic found no issues with machine and said the issue was with the body parts. Bracketing to follow.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter phone (B)(6).

Event description:
Gcm received an email from (B)(6) of (B)(6) medical supply co., ltd. On (B)(6) 2023. The report initially came from ms. (B)(6) a head nurse of (B)(6) hospital with regards to a microclave¿ connector with list number: 01c-c3300 and lot number: 4857805. The reporter stated, ¿the new product was first used for blood transfusions and leaked where the joint and the transparent base were connected.¿ the event occurred during infusion. The issue was not detected prior to patient use. The device was used within 24 hours. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, and no medical/surgical intervention required. The device was changed out/replaced with no further problems encountered. There are 2 involved problematic devices and are available to be tested and being returned for investigation. Same lot device sample and mating device are available to be tested. There was patient involvement but no patient harm. Ms(B)(6) 22-nov-2023 update: gcm received an email from (B)(6) of (B)(6)medical supply co., ltd. On (B)(6) 2023 providing a sample picture of the involved product on its packaging. Ms(B)(6) (B)(6) 2023.